Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that an instrument broke during a l4 corpectomy . 4 levels were implanted. No patient complications were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual analysis reveals that the fixed prong at the tip of the inserter has broken at is base were it meets the shaft. The fracture surface is that of a brittle fracture with an indication of direction. The tip was returned for evaluation. The above observations are consistent with bend stress overload.